Manufacturer narrative:
Updated fields:b4,e1(initial reporter),(event site mail),g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11 a getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, he checked battery and it is functioning all good . Battery maintenance not showing up after the customer has done a battery maintenance. Fse ran unit for a while on battery to check. No issues found, fse informed customer if any issues arise get in touch and have sent off query to technician support if issue does arise again. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by customer that during routine check of cardiosave intra aortic balloon pump the battery maintenance required alarm popped up. There was no patient involvement and no injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, a)the full event site name is (B)(6) hospital. B)the full event site telephone is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, he checked battery and it is functioning all good. Battery maintenance not showing up after the customer has done a battery maintenance. Fse ran unit for a while on battery to check. No issues found, fse informed customer if any issues arise get in touch and have sent off query to technician support if issue does arise again. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: b3.